Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The 2.25mm x 24mm promus element plus stent was advanced but was unable to cross the target lesion. The device was removed and it was noticed that the stent was lifted. The procedure was completed using a 2.25mm x 23mm on bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).